Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with extension tubing was broken at the clamp position.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7241744. Our records show that this is the only instance of defective tubing occurring in this batch of saf-t-intima. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, during the visual evaluation of the returned device, bd engineers identified characteristics, in the broken edge of the extension tubing, that are characteristic of clamp damage. The corresponding slide clamp was inspected and measured, and found to be within the dimensional limitations set by product specifications. In an attempt to replicate the broken tubing, our engineers tested the interaction between the components by repeatedly clamping the remaining tubing of the affected device. At the conclusion of our test the device was found to be free of any damage that would indicate a breach of the tubing wall. Unfortunately based on our findings, the root cause for this complaint could not be determined at the conclusion of our review. The reported tubing defective/damaged by customer was confirmed after visual inspection the photo and video provided. Slide clamp (cavity # 16) was reviewed and no sharp edges was found. Completely tubing broken was observed in the photo provided. Nevertheless, the root cause could not be determined. Although video showed leakage after perform puncture, we could not confirm the damage to manufacturing process. Only way to reproduce this defect is performing an incorrect activation of the device after performing the puncture. If tubing was clamped during the puncture and after the user active safety mechanism, a damage is caused in the pvc tubing (cut). Currently, product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure that product met with acceptance criteria. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. Based on investigation results to date, root cause for manufacturing process cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with extension tubing was broken at the clamp position.